Event description:
Broken clamp on white lumen of the patient's trifusion. Trifusion had been in place since last winter (B)(6) 2012. Needed to have catheter replaced. Replacement without incident. No long term harm.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewi0078 showed no other similar product complaint(s) from this lot number.